Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hypoglycemia during the learning phase, with a lowest blood glucose of 55 mg/dl, after not announcing meals and temporarily disconnecting the device due to concern about insulin delivery while low; the device alerted for the low, blood glucose was corrected by eating candy, and subsequent glucose was 80 mg/dl in range. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding consistent meal announcements and device dosing behavior during falling or in-range glucose. Investigation of this case revealed user behavior and use error related to missed meal announcements and unnecessary device disconnection during a low; the device was reported to be functioning as designed, and no component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions and training requirements, with appropriate device performance.